Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called to report that she was hospitalized with a low blood glucose of 20 mg/dl. The patient stated she was hospitalized a second time for low blood glucose, but did not know the date. The patient stated that she is now in rehab, and the staff believes something is wrong with the device. The patient was unable to troubleshoot at the time of the call, and stated should be calling back. Nothing further was reported.